Manufacturer narrative:
It was reported a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter wherein a deflection issue occurred. During the operation, the catheter could not deflect to the specification. A second catheter was used to complete the operation. There was no report of patient injury or harm. The deflection issue is not MDR reportable since the potential that it could cause or contribute to an injury or death is remote. On 12/7/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿physical damage between the tip electrode and ring 1.¿ the pal findings have been assessed as MDR reportable since there appears to be risk of internal parts being exposed through the damage. On 1/4/2019, further analysis of the returned device included a scanning electron microscope (sem) test. The sem results showed evidence of mechanical damage, scratches and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The finding continues to be MDR reportable. Device evaluation details: the device evaluation has been completed. The device was inspected and the tip was found damaged. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the internal wires were found twisted causing the irregular deflection. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, scratches and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the tip and the internal wires twisted cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the manipulation of the device during the procedure. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The product analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30044005m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref.# (B)(4).

Event description:
It was reported a patient underwent an ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter wherein a deflection issue occurred. During the operation, the catheter could not deflect to the specification. A second catheter was used to complete the operation. There was no report of patient injury or harm. The deflection issue is not MDR reportable since the potential that it could cause or contribute to an injury or death is remote. On 12/7/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified ¿physical damage between the tip electrode and ring 1.¿ the pal findings have been assessed as MDR reportable since there appears to be risk of internal parts being exposed through the damage. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction during initial visual analysis on 12/7/2018 and reassessed this complaint as MDR reportable.

Manufacturer narrative:
On 1/4/2019, further analysis of the returned device included a scanning electron microscope (sem) test. The sem results showed evidence of mechanical damage, scratches and a hole on the surface of the peek housing. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The finding continues to be MDR reportable. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref #: (B)(4).